Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of vented high-volume inlets were ¿not sealed on delivery¿. This was identified upon opening the box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The three (3) opened (unused) actual samples were received for evaluation. Unaided visual inspection of the samples identified particulate matter (pm) on the outer edge of the filter for one (1) sample. Further, a magnified inspection of that sample observed the foreign matter light brown in color and appeared totally encapsulated on the outer edge of the filter (not in the fluid pathway). No pm was observed on the other samples and no foreign matter was observed inside the received opened packaging for all samples. No functional testing was performed. The reported condition of unsealed packaging was verified for all three 3 samples. The cause of the reported condition could not be determined. Additionally, pm was verified for one (1) sample. The cause of the pm was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.